Manufacturer narrative:
No single use curved I/a tip was returned for evaluation for the report of tip having a curved line that did not seal flush; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. I/a products are 100% visually inspected during the manufacturing process the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting "where the tip is being put together, it is not sealing flush, there is a bleb."

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported observing a "curved line" on the disposable ia tip during surgery. The case was completed successfully. There was no patient harm.